Event description:
It was reported that the user experienced repeated alert 38 with ¿unable to proceed¿ during a supply change, was unable to rewind, and the device had been turned off; after removing all supplies, a dry run succeeded and a subsequent supply change with new supplies restored delivery, consistent with a mechanical problem related to consecutive stalled motor. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified during troubleshooting that was resolved with new supplies and successful device operation. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.